Manufacturer narrative:
In the absence of confirmation if the event was intraoperative or not it was as assessed serious and coded as explant. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -11.00/1.5/096 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) as a back up lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).